Event description:
It was reported that during a hernia repair procedure, malformed staples. The surgeon used another like device to complete the case. There were no adverse consequences to the patient.